Manufacturer narrative:
This follow-up report is being submitted to correct the initial report. The malfunction reported in the initial report was not reportable malfunction as a result of revaluation.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error (b30) occurred. There was no report of patient injury associated with this event.